Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 325cc mentor smooth round moderate plus profile, catalog # 3502325, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent a breast augmentation primary with a 325cc mentor smooth round moderate plus profile saline breast implant has experienced postoperative left-sided deflation. The patient reported that the left side is half the size compared to the other. As a result, the patient underwent explantation on (B)(6) 2019.

Manufacturer narrative:
On 22-jan-2020, mentor received the suspect medical device. On 27-jan-2020, mentor received additional information that the patient underwent unilateral replacement with unspecified saline breast implant. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast implant. The device was visually inspected and it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).